Event description:
It was reported the pt is unable to communicate with or charge her ipg. The sjm rep met with the pt and confirmed the issue. Xrays were taken and indicated the ipg has flipped in the pocket. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.